Manufacturer narrative:
The impella lp2.5 was returned for investigation by the customer. The investigation is ongoing and a supplemental MDR will be filed with the results of the analysis.

Event description:
The complainant reported a (B)(6) year old asian female presenting with acute myocardial infarction and cardiogenic shock. The impella lp2.5 was inserted in the right femoral artery for cardiac support. During support, the limb in which the impella was inserted had become ischemic. As treatment, the device was removed and escalated to axillary insertion. The patient's ischemia had resolved and the patient was stable.

Manufacturer narrative:
The impella lp2.5 was received and a failure investigation was completed. Visual inspection found no damage, defects, or deficiencies that could have caused or contributed to the reported leg ischemia. A review of the device history record found no manufacturing issues or reworks related to this failure mode for any pump in this lot. There are no other complaints for other pumps in this lot or repositioning units in other kit lots that were associated with this failure mode.